Event description:
It was reported that the black plastic broke. It was found, during historical data review, that a similar failure mode has lead to a serious injury. Backup available and no delay reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned femoral implant impactor indicated a fracture at one of the bumpers that come into contact with the femoral component. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.